Event description:
A ctr dir reported a case of bilateral transient light sensitivity at five weeks post lasik treatment. Reporter relayed the pt was prescribed topical steroid eye drops. Pt indicated light sensitivity got worse her fourth post op visit; however, had gotten better by the next post operative visit. Upon add'l f/u, reporter indicates the pt issue was resolved. There are two reports related to this pt. This report addresses the pt's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).